Manufacturer narrative:
Unit received with an insulin pump error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test and displacement test due to insulin pump error alarm. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer was unable to clear alarm but able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.